Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in the clinic, the right ventricular lead exhibited loss of capture at maximum output. The physician decided to review the lead in the operating room. During the review, it was noted that unipolar lead impedance was high at times. The lead was capped and replaced on (B)(6) 2016. The patient was asymptomatic at all times and in good condition post procedure.